Manufacturer narrative:
Most recently, this rv lead has been returned to the boston scientific (B)(4) laboratory. Final analysis confirmed the allegation of gore separation and the stretching of the shocking coil. Investigation is considered closed at this time. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was damaged during attempted implant. The local area sales representative noted that while the implanting physician applied normal pressure with aid from the tvi tool, the outer coating of this lead surrounding the coil came apart from the lead. This is also when the coil separation was noted. The lead was removed from attempt for service and returned to the boston scientific post market quality assurance laboratory. There were no adverse patient symptoms associated with this clinical observation.